Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that during the implant procedure of this left ventricular (lv) lead, high out of range pacing impedance measurements were noted. No adverse patient effects were reported. This lead has not been returned.